Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review,a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the tunneling point. The symptom of the infection was a secretion of pus. The patient was initially administered cephalexin and then IV vancomycin. The physician assessed the infection to be procedure related.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the tunneling point. The symptom of the infection was a secretion of pus. The patient was initially administered cephalexin and then IV vancomycin. The physician assessed the infection to be procedure related.